Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the tip of the flexible introducer was broken when it was inserted into the probe. Then it was found that the broken part was into the needle trocar, so the probe was removed from the breast. Another device was used to complete the case. There were no adverse consequences to the patient.